Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 32056. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed but not replicated. In system logs, the 32056 error was followed by a 1123 error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the pitch searchlight assembly was inspected, but no faults could be identified. The complaint was confirmed based on failure analysis. Failure analysis concluded that the pitch searchlight assembly is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the customer contacted the technical support engineer (tse) for phone assistance regarding recoverable 32056 fault on the da vinci system. The customer had already performed a hard reset of the patient side cart (psc) and restarted the da vinci system multiple times, but the system did not recover and displayed a system message to disable the universal surgical manipulator (usm1) to continue. Tse then guided the customer through a full hard power cycle of the entire system using the breakers/emergency power off and had the customer reseat all blue fiber cables. The fault persisted, and the customer moved the surgical procedure to another operating room. The procedure was aborted to another dv system with no reported injury.